Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon burst occurred. The lesion was located in the biliary tree. The extractor rx 12mm x 15mm tone retrieval balloon was advanced to the lesion, however, following successful removal of a stone from an unspecified bile duct, the balloon burst at unspecified atms. It was noted that excessive force had not been applied to the device. The physician was able to utilize the balloon by guiding the stone to the common bile duct (cbd) and out of the papilla. The procedure was completed without further intervention. The pt's status is reported as "no issues".